Event description:
A report was received that the patient was experiencing shocks, skin irritation and difficulty charging the ipg. The patient underwent an explant procedure and was reportedly doing well.

Event description:
A report was received that the patient was experiencing shocks, skin irritation and difficulty charging the ipg. The patient underwent an explant procedure and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-70, serial # (B)(4) / (B)(4), description: st linear lead 70cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause shocking or irritation in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 9mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics. Lead s/n: (B)(4), exhibit normal device characteristics. Lead s/n: (B)(4) was cut during explant procedure and it is not considered a failure.